Manufacturer narrative:
Investigation summary: the investigation team was provided with a photo for evaluation. In the picture, a 25g needle with no bd syringe attached was observed. Foreign matter was observed inside the syringe. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. After evaluation of the picture of the sample, the team was able to conclude that the root cause of the issue is not related with the fraga manufacturing plant, since the foreign matter is encountered in the syringe and considering the size of the foreign matter, it is not possible to have come from the bd needle. H3 other text : see h10.

Event description:
It was reported that the needle 25ga 1in experienced foreign matter in the device cannula. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. The customer reported that an fm like a piece of metal was found inside the syringe before vaccination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25ga 1in experienced foreign matter in the device cannula. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. The customer reported that an fm like a piece of metal was found inside the syringe before vaccination.